Manufacturer narrative:
Death was classified as non cardiac death. CT suggested gall bladder stones. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted into the cx. Approximately 3 months post index procedure, acute chloecystitis was reported. The patient was hospitalized and treated with medication. The patient died. The investigator and sponsor assessed the event unlikely to be related to the index device or antiplatelet medication.